Manufacturer narrative:
H.6. Investigation summary: 30 retention samples from bd inventory were visually inspected for foreign matter(fm) and no fm was observed. No photos or customer samples were received. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tube, there was unknown foreign matter in the tube. The sample was recollected and there was no report of further impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tube, there was unknown foreign matter in the tube. The sample was recollected and there was no report of further impact.